Event description:
Drive devilbiss healthcare is the initial importer of the device which is a rollator. We have not received the product for evaluation yet. The end-user's left leg was cut by the brake stop while she was shopping. She did not notice she was injured at first. She initially did not seek treatment or stitches. End-user said this is the second time she was cut by the brake. She has cellulitis. The fluid needs to drain before she can heal. She advised that she was hospitalized almost two weeks on two different antibiotics.